Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned cut in two pieces with the helix retracted and clogged with blood/tissue. Final analysis found no indication of conductor fractures but found shorts between the conduction paths due to procedural damage. No other anomalies were found except for procedural damage.